Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
One 375cc mentor memorygel breast implant, and another 475cc mentor smooth round moderate profile were received by the cg lab on (B)(6), 2020, and received by mentor failure analysis lab on (B)(6) 2020 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the 475cc mentor smooth round moderate profile.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, a tear was revealed at both junctions at the valve system. A manufacturing record evaluation (mre) was performed for lot 7584725, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment this supplemental report is for the 475cc mentor smooth round moderate profile. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2020, mentor became aware of the patient's information. The rest of the information remains unknown at this time. This supplemental report is for the 475cc mentor smooth round moderate profile. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 16, 2020, mentor became aware that incorrect report submission due date was inadvertently reported under the previous follow up 2 report as 1/14/2021. It should have been 1/10/2021. This supplemental report is for the 475cc mentor smooth round moderate profile. Manufacturer¿s reference number: pc-000779929 report submission due date.